Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery (lcfa) was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, the starclose se device was inserted without issue and the plunger (vessel locator button) was depressed. When the device was gently retracted to place the locator wings against the arterial wall the starclose se device came out of the lcfa. The vessel locator wings were not deployed despite the plunger (vessel locator button) and ensuring that it remained depressed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Additional pain medication was given to the patient. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular (av) for analysis and the reported failure to deploy the vessel locator wings was due to the control wire detaching from the barrel. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found one similar incident from this lot. Av conducted root cause analysis and found the occurrence to be related to manufacturing. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.